Manufacturer narrative:
MFR's comment: the effectiveness of a single treatment cycle of less than three injections of synvisc has not been established.

Event description:
No longer could walk, left knee effusion, left knee pain, left knee swelling, a little discomfort in left knee. Info was rec'd on 20-feb-2007 from a female pt with a medical history of arthritis, who experienced a severe reaction in the injected knee, left knee effusion, left knee pain, left knee swelling, no longer could walk and a little discomfort in left knee. The pt began treatment with synvisc in 2007. The pt rec'd one injection of synvisc into her left knee. After getting the first synvisc injection the pt felt a "little discomfort" in her left knee, which she elevated and iced as advised by her physician. The next day, the pt reported that she no longer could walk because her left knee swelled up and become painful and the pt had to use crutches to ambulate. Three days later, the pt stated that her physician aspirated some fluid out of her left knee and injected novocaine (procaine) in that knee, and sent that fluid to have it analyzed. Three days later, she was prescribed a medrol (methylprednisolone) pack. The following day, she went to a different physician who aspirated fluid from her left knee, and injected cortisone in that knee. Ten days later, the pt reported that 40 cc of fluid was aspirated from her left knee that was injected with cortisone again. The physician put an ace bandage around the left knee, and told the pt that if her symptoms "won't resolve by monday," a week later, "she will probably need left knee surgery". As of report date, the pt was still on crutches and couldn't walk or put pressure on her left foot. The pt had missed work for many days. Add'l info was rec'd two days later from the pt's physician who administered the synvisc. The physician reported that the pt experienced a severe reaction in the injected knee that included swelling, pain and two or more knee effusions with 70 cc of fluid aspirated. The synovial fluid was cultured to check for infection and was reported as negative for growth. The physician confirmed that the pt was treated with a medrol dosepak, but "did not obtain relief." It was necessary to performed two add'l aspirations to remove fluid from the knee. The physician reported that the pt will need knee surgery, which had not been done at this time. The physician assessed the relationship of synvisc to the events as definitely related. Add'l info was rec'd the next month from the physician. He stated that the pt had a history of severe degenerative joint disease and that when the treatment of a medrol dose pack did not work and the effusion recurred, the pt underwent a repeat joint aspiration and was given an intra-articular steriod injection. The physician commented that if the effusion were to recur, he would have considered arthroscopy with a wash out. At the time of this report, it is unknown if the pt had recovered.